Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional tests included use testing. The pump was powered up and an error code alarm message was displayed. The real time clock was unable to be verified due to the error code. It was determined that the pump's software was corrupt. The pump's micro processor board and the clock battery were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to corrupt software.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump's real time clock indicated it needed to be replaced. No adverse patient effects were reported.